Event description:
Dealer alleges the leg on the commode bowed and broke. She had no info on consumer at the time of the call. No date code or lot number was available. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9650-4. The owner's manual part number 1148075 rev b, was issued with this device. The owner's manual is also found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Dealer alleges the leg on the commode bowed and broke. She had no info on consumer at the time of the call. No date code or lot number was available. (B)(4).